Manufacturer narrative:
The customer complaint of the wings became torn in the middle of removing forceps was confirmed. A visual examination of the returned used product, item c08-65, found the device broken off at the tip. However, critical dimensions inspected per the device print could not find any discrepancies with returned product. This is a technique dependent device and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found three complaints involving four devices for this lot number and failure mode in the past two years. A two-year review of complaint history shows a total of 17 complaints involving 28 devices for this device family and failure mode. During this same time frame 10,306 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user : -to inspect cannula prior to use to ensure they are in good physical condition. - advises that to avoid damaging seals and excessive leakage, do not use with devices larger than the specified cannula diameter. - use carefully to ensure the cannula is not bent or collapsed when inserting devices. - to avoid damage during use, do not use excessive force on cannula. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the adjustable retractor cannula 8.0mm x 65mm, item c08-65, lot 201810171. It was reported that the device "doesn't work properly" - the wings of the cannula became torn. Information received indicates the issue occurred during a rotator cuff repair procedure involving a male patient on (B)(6) 2019. The surgeon made a small incision with a scalpel and inserted the c08-65 with arc-1000 forceps. The wings of the cannula were torn in the middle of the insertion with forceps. It was confirmed that the wing of the cannula did tear and detach (rip-off) while being inserted. The cannula was removed by the surgeon. There were no fragments or pieces left free-floating in the patient. There was no reported impact or injury to the patient and the surgery was completed successfully using another device with a 15-minute reported delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence (the detaching of the wing/fragmentation while in the body).